Event description:
Customer reportedly tested 155 mg/dl on the advantage system while experiencing a seizure. Customer was treated at the hospital for low blood glucose as well as the seizure. Requested return of suspect system and replacement was sent.